Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 500mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that the physician was out at the facility and refilled the pump on (B)(6) 2017. At that time, the physician noted there was a terminal event that occurred and the pump had ceased operation but the physician refilled the pump anyway. The reporter had limited knowledge of the pump and did not know what terminal event occurred. Per the healthcare provider states the family knew the pump needed to be replaced due to longevity, but they were un-committed to replacing the pump until the patient developed increased spasticity after the pump had ceased working. The healthcare provider stated that the family wants the pump replaced. Implant history was reviewed and based on the physician note it sounds like the pump went to eos (7 yrs implant date). It was recommended to contact the managing physician to g et the history of the event on (B)(6) 2017. The healthcare provider planned to follow up with the managing physician. No further patient complications were reported.